Event description:
It was reported that the customer received a button error alarm. She was not feeling well and her insulin pump was constantly beeping. Her blood glucose level was 597 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm or unexpected audio/beep anomaly was noted during testing. The insulin pump was also received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.